Manufacturer narrative:
No report of patient involvement.

Event description:
The hospital reported a malfunction resulting in the loss of the audible alarm. There was no report of patient involvement.